Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("pain: other"). Essure treatment was not changed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted: yes, results were not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Case was upgraded to incident. The event injury nos was replaced with events from pfs: pain and migration were added. Laboratory data was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain: other"), abdominal pain upper ("stomach pain") and kidney infection ("infection (bladder/ urinary tract/vaginal) type: kidney"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain upper and kidney infection outcome was unknown. The reporter considered abdominal pain upper, device dislocation, kidney infection and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted: yes, results were not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device/malposition of essure device location of device: had moved towards my uterus cavity') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 and bipolar disorder. Concomitant products included risperidone. On (B)(6) 2010, the patient had essure inserted. In (B)(6)2015, the patient experienced bipolar disorder ("psychological or psychiatric problems condition:bipolar disorder"). In (B)(6)2016, the patient experienced menorrhagia ("menorrhagia/heavy periods") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced kidney infection ("infection (bladder/ urinary tract/vaginal) type: kidney") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: severe uti"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("pain: other") and abdominal pain upper ("stomach pain"). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, abdominal pain upper, kidney infection, urinary tract infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea and bipolar disorder outcome was unknown. The reporter considered abdominal pain upper, bipolar disorder, device expulsion, dysmenorrhoea, kidney infection, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: events: urinary tract infection, vaginal hemorrhage, menorrhagia, dysmenorrhea, bipolar disorder. Medical history, concomitant drug, patient demographic were added. Lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device/malposition of essure device location of device: had moved towards my uterus cavity') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 4 and bipolar disorder. Concomitant products included risperidone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced bipolar disorder ("psychological or psychiatric problems condition:bipolar disorder"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia/heavy periods") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced kidney infection ("infection (bladder/ urinary tract/vaginal) type: kidney") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: severe uti"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("pain: other") and abdominal pain upper ("stomach pain") and was found to have a pregnancy with contraceptive device ("pregnancy"). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, abdominal pain upper, kidney infection, urinary tract infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bipolar disorder and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain upper, bipolar disorder, device expulsion, dysmenorrhoea, kidney infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: current weight 145 lbs. Number of proximal coils: 3 on left cornua and 3 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: mr received. Reporter information added. Events: pregnancy, device ineffective added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain: other"), abdominal pain upper ("stomach pain") and kidney infection ("infection (bladder/ urinary tract/vaginal) type: kidney"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain upper and kidney infection outcome was unknown. The reporter considered abdominal pain upper, device dislocation, kidney infection and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted: yes, results were not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received. New events added: kidney infection and stomach pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.